Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads created pressure in the patient¿s deltopectoral groove area and it interfered with the patient¿s exercise routine. Fluoroscopy showed that the leads looped laterally towards the deltopectoral groove with the rv lead looping the furthest. The pocket was opened, leads dissected out and freed down to the anchoring sleeves. The area of the pocket where the leads previously extended to the deltopectoral groove was closed with two stitches to prevent any lead movement. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg, implanted: (B)(6) 2006. (B)(4).